Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device failed a charge and boot test and it was observed to be perpetually rebooting. Functional testing could not be performed in this state. The device was opened in order to download the share log data via the ui pcba. The share log data was reviewed and no findings related to the complaint were observed. The complaint confirmation could not be confirmed. The root cause could not be determined.